Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report cgm sensor inaccuracies compared to the patient's blood glucose meter on (B)(6) 2013. The patient reported the following discrepancies: cgm reading at 47 mg/dl and blood glucose meter 124 mg/dl, cgm reading at 231 mg/dl and blood glucose meter at 131 mg/dl, cgm reading at 234 mg/dl and blood glucose meter at 182 mg/dl. The patient reported no use of acetaminophen at the time. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.